Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flowmeter. During evaluation, it was confirmed that the device did not perform to specification. Flowmeter was replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration error 3 (pre-warm nominal flow error) occurred at 12 minutes last calibration during inspection of an arctic sun device. Per review of wo on 27jun2025, there was no patient involvement.